Event description:
The pt was implanted with a left ventricular assist device. It was reported by the vad coordinator that the pt unfortunately expired 23 days after the implant. The pump was functioning properly at the time of the pt's death; however, the pt was having some intermittent elevated power levels. An autopsy will be performed, and the pump will be sent to the manufacturer for analysis for signs of clotting.

Manufacturer narrative:
The device was returned to the manufacturer for eval and the reported event of intermittent elevated power levels was confirmed. The eval revealed a denatured thrombus formation around the pump inlet bearing ball that appeared to develop as a result of increased bearing heat. The examination of the thrombus, especially the areas in contact with the bearing, revealed laminated layers indicative of a thrombus that formed over an undetermined period of time. The denatured aspect of the thrombus occurred as a result of prolonged exposure to increased bearing heat during the support duration. Although the thrombus around the inlet bearings appeared to be caused due to increased bearing heat, the analysis could not clearly determine a cause for the increased bearing heat. The examination of the pump inlet bearings revealed no obvious surface wear or defects that would have contributed to the increase in bearing heat. The device was functionally tested under loaded conditions and functioned as intended. No further info is available at this time. The manufacturer is closing its file on this event.